Event description:
It was reported that the CT table drove up without a user command. The user was able to pull the cradle away from the gantry as the table was going up, so there was no contact made between the gantry and the patient. There was no injury.